Manufacturer narrative:
As reported, the balloon of 6f/7f mynx control vascular closure device (vcd) was ruptured and would not inflate during the prep of the device and was not used in the patient. There was no reported patient injury. The deployer was mynx certified. The device was stored according to the instructions for use (IFU). The storage area did not exceed 25 °c. The mynx was prepped according to the IFU. The device did not have resistance advancing through sheath as it was not used. The syringe provided was used to try an inflate the balloon. The device was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed and the stopcock was open. The sealant remained in the manufacturing position. The syringe and procedural sheath were not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon with water. The results revealed a leak in the balloon of the returned device. Per microscopic analysis, visual inspection under high magnification revealed a radial tear in the balloon, approximately 4 mm from the balloon neck. A product history review of lot f2109502, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported failure ¿balloon loss of pressure-during prep¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the balloon of 6f/7f mynx control vascular closure device (vcd) was ruptured and would not inflate during the prep of the device and was not used in the patient. There was no reported patient injury. The deployer was mynx certified. The device was stored according to the instructions for use (IFU). The storage area did not exceed 25 °c. The mynx was prepped according to the IFU. The device did not have resistance advancing through sheath as it was not used. The syringe provided was used to try an inflate the balloon. The device will be returned for analysis.